Event description:
It was reported that a patient received a system error 2240 (air in set) during use of the homechoice machine. According to the report, the patient stated that this occurred during the initial drain. During troubleshooting, it was noted that the patient line was not properly primed. The technical services representative assisted the patient in clearing the alarm and advised the patient to use all new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, not having the patient line properly primed before connecting is a known cause of air being introduced into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.